Manufacturer narrative:
The flex. Grasp. Forceps 7fr wl 365mm, part no. 82807, was manufactured on (B)(6) 2022. No further complaints are known from the batch # (B)(4). As soon as the investigations are completed, a follow-up report will be submitted.

Event description:
The physician reported that during a cystoscopy, he has inserted the flex. Grasp. Forceps 7fr wl 365mm, part no. 82807, via working channel, but the grasper could not be opened. The physician retrieved the grasper and the working channel from patient. The grasper still would not open outside the patient. According to the user, there was no injury to the patient. However, the scheduled procedure was not completed. A follow-up procedure was performed successfully on the following day with an exchange device.

Manufacturer narrative:
The flex. Grasp. Forceps 7fr wl 365mm 82807 was investigated in the responsible department. The visual and functional investigations revealed that the outer spiral is kinked proximally at the transition to the reinforcing tube. If the forceps is bent in the distal area, hacking / cracking was noticeable. However, it was possible to open the jaws any time. The jaws opened normally up to a total bend of 270° which meets the requirement for use with rigid sheath. After disassembling the jaws, the distal tie rod area was found to be straight and the jaws moved smoothly. The hacking/cracking from functional test cannot be reproduced at this point. The cause of the fault described by the user cannot be confirmed, the function of the jaws is operational despite the kink and the hacking. The flex grasp. Forceps 7fr wl 365mm 82807, batch # 4500374644 was produced on 12/01/2022. No issues were identified during production. The IFU ga-s004 / en / us / v3.0 / 2021-11 / pk21-0310 contains several description of visual and functional checks which serve to detect fault prior to use on patient in section 8 checks. Furthermore, the user is informed about the limited strength of the device in section 9 use. The subject issue of device failure is present in the risk management file b1-3: reusable non-optical graspers and scissors, rev. 05. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.